Event description:
The slic screw broke while implanted. Explanation surgery is scheduled for (B)(6) 2014.

Manufacturer narrative:
Batch was packaged in october and december of 2011; expiration date is either 10/31/2018 or 12/31/2018. Batch was packaged in october and december of 2011; manufacture date is 10/13/2011 or 12/20/2011.